Manufacturer narrative:
The device was returned to germany. It was investigated and no malfunction could be determined. The device could not be returned to the customer after investigation. The reason for this was provided by the chinese ssu contact who confirmed that a return of the device is not possible due to customs restrictions. Consequently, a credit note was provided to the ssu for the device that was investigated. This investigation is closed.

Event description:
(B)(4). The initial medwatch for this complaint was originally submitted on paper under MFR report # 8010762-2014-00260.

Event description:
It was reported that during use, the device shut down. The device was re-started with a parameter setting of 3000rpm. The volume decreased rapidly from 2.7l to 0.7l. The device was immediately replaced. The parameter setting was 3000 rpm, but flow could not be maintained. The patient expired 15 minutes later. Reference: (B)(4).

Manufacturer narrative:
(B)(4). The device has not been returned for evaluation. A supplemental medwatch will be submitted if add'l info becomes available.